Manufacturer narrative:
Product complaint #(B)(4). Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What type of surgical procedure did the patient undergo? --posterior cervical spine surgery performed. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? --address active bleeding. 3. Please describe any surgical intervention required for the wound dehiscence including date and findings. --on (B)(6) 2024, the patient underwent posterior cervical surgery. Surgicel, suture and surgiflo were used during the surgery. The patient was discharged smoothly. On (B)(6), the patient had wound dehiscence, and was re-admitted for debridement, perfusion, irrigation and drainage. The wound healed and the patient was discharged. 4. What is physician¿s opinion as of the cause of the poor wound healing? --the patient had many underlying diseases, and postoperative dressing change was not standardized, resulting in wound dehiscence. 5. What is the patient¿s current status? Discharged. 6. What is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? -normal. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? --unk 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. --unk. 3. Was there any intraoperative concurrent use of other products? --unk. 4. What tissue was the suture used on? --unk. 5. What was the tissue condition (normal, thin, calcified, fragile, diseased)? --unk. 6. How was the suture placed (interrupted or continuous)? --unk 7. How was the suture tied (square knot or multiple knots one end)? --unk 8. What tissue dehisced? --unk. 9. Please describe the appearance of the suture during the second procedure. --unk. 10. Did the sutures untie, break, or pull out of the tissue? --unk. 11. Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? --unk. 12. Where was the surgicel used (on what tissue)? --unk. 13. How much surgicel was used during the procedure? --unk. 14. How much surgiflo was used? --unk. 15. Was the surgicel product left in place? Was the excess removed? --unk. 16. Was surgiflo left or removed after hemostasis was achieved? --unk. 17. Was there an alleged deficiency of the surgicel, vicryl plus suture, or surgiflo that contributed to the patient¿s post-operative poor wound healing? --unk. 18. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? --unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior cervical surgery procedure on (B)(6) 2024 and absorbable hemostat was used. The doctor used hemostatic materials during the surgery, absorbable hemostatic gauze to stop bleeding, and sutured the wound with suture. The surgery was successfully discharged from the hospital. On the 21st day after surgery, the patient's wound split open and was readmitted for surgery. The wound healed and the patient was discharged. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What type of surgical procedure did the patient undergo? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. What tissue was the suture used on? 7. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 8. How was the suture placed (interrupted or continuous)? 9. How was the suture tied (square knot or multiple knots one end)? 10. What tissue dehisced? 11. Please describe the appearance of the suture during the second procedure. 12. Did the sutures untie, break, or pull out of the tissue? 13. Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? 14. Please describe any surgical intervention required for the wound dehiscence including date and findings. 15. Where was the surgicel used (on what tissue)? 16. How much surgicel was used during the procedure? 17. How much surgiflo was used? 18. Was the surgicel product left in place? Was the excess removed? 19. Was surgiflo left or removed after hemostasis was achieved? 20. What is physician¿s opinion as of the cause of the poor wound healing? 21. Was there an alleged deficiency of the surgicel, vicryl plus suture, or surgiflo that contributed to the patient¿s post-operative poor wound healing? 22. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? 23. What is the patient¿s current status? 24. What is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.